Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "the customer is experiencing result variance between products. They are using the horizontal centrifuge for 10 minutes." 1 of 2 complaints.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Factors involved in the collection, handling and processing of heparin-plasma specimens can influence plasma specimen quality, with corresponding potential effects on both instrument operation and analyte stability. Specimen management protocols are of particular importance when using heparin plasma, to ensure plasma specimen quality and overall performance are acceptable. To assure a high-quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Although heparin plasma is the specimen of choice in many laboratories, it represents a more complex specimen than serum. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Bd technical services providing troubleshooting and processing information to the customer. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "the customer is experiencing result variance between products. They are using the horizontal centrifuge for 10 minutes. 1 of 2 complaints.